Manufacturer narrative:
Device history record reviewed and records found to meet specifications. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
The consumer indicated her tampon contained a green/black/brown discoloration. It appeared to be mold.